Event description:
It was reported that during an unknown procedure, the device gave an error 5 and later during biomed testing, an error code 3. No patient consequence was reported.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. During the continuity test, an outgoing message was displayed: "failure between pin 2/jack 1 and pin 1." The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.